Event description:
It was reported that the motor drive unit was getting hot and not working. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found a deep cut in the power cord and a missing o-ring. A functional evaluation revealed a noisy motor and overheating of the housing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord which caused shorted internal wiring and overheating of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a unintended use of the device which caused a short circuit in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.